Event description:
It was reported that during the implant procedure, it was attempted to implant the lead via the left subclavian vein but due to the patient anatomy, lead was removed from that site. After the first attempt, the lead helix was extended and it would not retract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lead stretched; the full lead was analyzed. It was observed the distal and proximal conductors were distorted and the inner insulation was kinked/buckled. There was blood in/on the helix mechanism. Lead was received with the helix fully retracted and the distal conductor distorted within the connector; the distal conductor has been over-retracted; the lead was damaged at implant.